Event description:
A mayfield skull clamp was involved in a slippage during a pt procedure. The reporter described the incident as, after the clamp was locked into place, the pt's head was lifted slightly to prepare for turning. As his head was lifted, the lock slipped resulting in a skin tear at the pin site on the left side of his head. One staple was used to close the wound. The pt recovered.

Manufacturer narrative:
The reported incident has been received for eval. An investigation has been initiated based upon the reported info. The unit received was evaluated by quality neuro engineers and the findings were as follows; the unit operates normally during functional testing: 80# torque knob tested good under pressure; ratchet extension. Arm has no visible cracks; lock has a little rotational movement and would not have caused slippage. Large starburst teeth show some wear but still functional, this would not have caused slippage. Rocker arm passes go nogo gage; all other components are functional. During the eval, the engineers were unable to confirm or duplicate slipping with this unit.